Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The 510 (k) # is k093745. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user /patient contacted lfs (B)(4) alleging that there was an issue with the meter memory of her one touch verio meter. The patient mentioned that some of the results were missing in the meter memory and some results were displayed several times. The patient denied seeking any medical attention or contacting their physician for assistance. The product was replaced. The complaint is being reported since the patient reported a meter memory issue and the results were not resolved over the phone.